Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/30/2021. H.6. Investigation: customer returned (7) loose 0.3ml insulin syringes with an open polybag from lot# 0327795. Consumer reported that the needle hub separated and is stuck inside of the shield; also reported needle shield is difficult to remove. All 7 returned samples were examined, and it was observed that 5 exhibited a separated needle hub/shield assembly; no damage to the barrel tips was observed on these syringes, and only 3 separated hub assemblies were returned. The remaining 2 syringes were tested to determine the shield removal force (specs: shield removal force for 0.3 ml syringe after sterilization is 0.85 to 5.95lbs). No hub separation was observed on the 2 tested syringes. A review of the device history record was completed for batch # 0327795 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. CAPA#1630423 was initiated. H3 other text : see h.10.

Event description:
It was reported that syringe 0.3ml 31g 6mm s/c u-100 relion needle hub separated. The following information was provided by the initial reporter: material no:328521 batch no: 0327795. It was reported that the needle hub separated and the shield is difficult to remove.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 0.3ml 31g 6mm s/c u-100 relion needle hub separated. The following information was provided by the initial reporter: material no: (B)(4), batch no: 0327795. It was reported that the needle hub separated and the shield is difficult to remove.